Event description:
A tandem mobi cartridge alarm was reported by the caller, which occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl. Technical support guided the caller to remove the cartridge, deliver a 9-unit bolus, and load a new cartridge, allowing the customer to successfully resume insulin therapy. The issue was resolved.